Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Per the information provided, the incident happened "(B)(6)". The aquacel foam was discontinued and replaced with aquacel and zetuvit. The soreness and reaction was fully resolved within a week. No additional patient/event details has been provided to date. The complaint sample is not expected to be returned. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the end user had leg ulcer on lower right leg, previously treated with aquafiber and a silicon cover dressing. Wound has progressed to 2 cm x 3cm. Low exudate level, and nearly 100% granulation. Nurse applied aquacel foam in place of combination for 1 week. Patient complained on next change that the area where adhesive had been was inflamed. Nurse suspected an allergic reaction to the adhesive and stopped using the aquacel foam dressing.